Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced both hyperglycemia and hypoglycemia while using the ilet, with blood glucose ranging from 356 mg/dl to 65 mg/dl and out of range for approximately three hours; the user attributed increased highs to dietary changes at an assisted living facility and treated the low with oral carbohydrates (crackers), while the device alerted to high and low readings. Symptoms included visual disturbance described as ¿whiteout.¿ outcomes included self-management without outside assistance or medical intervention. Investigation included complaint handling with troubleshooting and user education on treating lows using 15 grams of carbohydrates and reassessment every 15 minutes, and guidance to consult a healthcare professional for individualized correction strategies. Investigation of this case revealed an unclear cause for the hypoglycemic event, with contributing context of variable carbohydrate intake; no device malfunction or alarm failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.